Event description:
According to the facility on (B)(6) 2023 "burn was noted when cautery pad removed on patients left shoulder".

Manufacturer narrative:
According to the facility on (B)(6) 2023 "burn was noted when cautery pad removed on patients left shoulder". Per the facility the skin appeared "black and burned". Per the facility the patient was prescribed silvadene cream for the reported injury. Per the facility there was nothing on or under the skin prior to the burn being noticed. No additional information is available. The sample was requested for evaluation. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.